Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the yaw pulley and distal clevis had char marks. Indicating that an arcing event occurred. The yaw pulley char marks were located on the side opposite of the conductor wire and the distal clevis char marks were on the same side as the conductor wire. Engineering evaluation also found that the instrument's conductor wire and the main tube exhibited damage. The conductor wire was broken near the distal idler pulley and the wire segment was sticking out at the wrist. The instrument failed electrical continuity testing. Engineering concluded that the wire breakage likely created a path for arcing. The distal end of the main tube exhibited scratches with light material removal. The scratches were. 90 - .530 in length and some scratches were aligned with the tube axis. Engineering concluded that the damage to the main tube is likely due to mishandling and misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter concerning this event. The initial reporter indicated that during set up of a da vinci surgical procedure, it was noted by the surgical team that the permanent cautery spatula (pcs) instrument appeared to be unclean. The surgical team sent the instrument back to central reprocessing to be reprocessed and it was during reprocessing of the instrument that it was noted that the instrument was not dirty, but was charred. The initial reporter indicated that there was no report by the surgical staff that arcing from the instrument was observed during a surgical procedure and there was no report by the surgical staff that any patient injury occurred as a result of arcing from the pcs instrument while in use during a surgical procedure. The initial reporter indicated that there was no report by the surgical staff that any piece(s) from the instrument fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the permanent cautery hook instrument, it was noted that the tip of the instrument looked burnt.